Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is not confirmed. Attempts have been made to gather all product identification information, and no further information has been provided. H6 component codes; proposed annex g code: mechanical- head. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Michael axenhus, md, phd , magnus odquist, md, phd, hassan abbaszadegan, md, phd, olof skoldenberg, md, phd, bjorn salomonsson, md, phd. Glenoid wear and migration pattern of a humeral head resurfacing implant: a prospective study using radio stereometric analysis, jses international 8 (2024) 1241-1247. Doi: 10.1016/j.jseint.2024.07.012. H6: proposed annex g code: mechanical- head. G2: country event occurred in: sweden. The product will not be evaluated by zimmer biomet as it remains implanted in the patient. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
A prospective journal article was retrieved from the american shoulder and elbow surgeons. The purpose of the study was to investigate the migration pattern of the humeral head resurfacing and also glenoid wear by using radio stereometric analysis. The study reviewed 21 shoulders/21 patients that underwent a shoulder arthroplasty. All surgeries were performed by a total of three surgeons that utilized a standard pectoral approach. Post-operatively the arm was placed in a double sling for six weeks and all patients were allowed to elevate the arm forward and underwent physical therapy. The study reported one patient, within a 5 year post-operative timeframe, experienced pain and underwent an arthroscopic procedure due to a frozen shoulder with stiffness. All products remain implanted. Due diligence is in progress for this complaint; to date no additional information or product has been received.